Event description:
The customer reported the system did not save images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. The customer and ge fse determined the unsaved images may have been caused by the customer's techs pressing the "swap" button instead of the "save button". The ge fse trained the customer's techs on proper use of the swap and save buttons. The system operates as intended.